Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use error was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. This issue has been escalated to CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of sterile peritonitis and relapse of sterile peritonitis in a patient coincident with physioneal unspecified product therapy. On (B)(6) 2011, the patient experienced sterile peritonitis, manifested by abdominal pain and cloudy effluent. On (B)(6)2011, the patient began remedial ip treatment with teicoplanin 40mg each exchange and ceftazidime 250 mg each exchange. While receiving antibiotic treatment, the physioneal dosage was reduced to 2l with solo bags. On (B)(6) 2011, ceftazidime was discontinued and on (B)(6) 2011, teicoplanin was discontinued. The patient remained on the solo bags until antibiotics were discontinued. On (B)(6) 2011, the sterile peritonitis resolved. On (B)(6) 2011, the patient experienced a relapse of sterile peritonitis, manifested by abdominal pain and cloudy effluent. Hospitalization was not required for either case of peritonitis. Physioneal remained ongoing with unspecified dosage. The root cause of both events of peritonitis was unknown and the severity considered moderate. The nurse did not provide an assessment of causality.